Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump battery could not be charged. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300-396 mg/dl.